Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This surgery was a removal of both left and right iliac screws. The rod had pulled out from the left iliac screw and the cap had come loose. The right screw was still attached to the rod. The original surgery was performed by dr. (B)(6) on (B)(6) 2015 at (B)(6) hosp. Both locking caps were removed as well as both screws. Also, the surgeon cut the section of rod associated with each screw. The part numbers and serial numbers are below: